Event description:
It was reported that pump displayed malfunction alarm malf 24 with associated fault ID and could not be reset, and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump with updated software, confirmed shipping details and signature requirement, provided instructions for placing pump into storage mode and returning it within specified time frame, and advised customer to reenter pump settings and reconnect continuous glucose monitor once replacement pump was received.